Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The clear fragment was identified to be part of the cannula tip. Based on the condition of the returned unit and description of the event, it is likely that the fractured cannula tip was caused by excessive force during the procedure or manipulation of the robot during use, causing it to crack and fragment. The returned unit is not validated for robotic use.

Event description:
Procedure performed: robot-assisted adrenalectomy. Event description: report from the sales rep: the doctor made a mistake in operating the forceps, and the tip of c0r47 was pinched by the robot, causing it to break. The parts that fell into the body have been recovered. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. The tip of the cannula was broken. The returned fragment was similar to the missing section on the cannula in shape. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robot-assisted adrenalectomy event description: report from the sales rep the doctor made a mistake in operating the forceps, and the tip of c0r47 was pinched by the robot, causing it to break. The parts that fell into the body have been recovered. The case was completed with the new one. Initial investigation report the event unit was returned to us and visually inspected. The tip of the cannula was broken. The returned fragment was similar to the missing section on the cannula in shape. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one patient status: no patient injury.